Event description:
Terumo medical corporation received the following information: it was reported that when the angio-seal poly-foil pouch was opened and an attempt was made to assemble the insertion sheath and the locator, a kink was observed in the sheath. The device was not used, and another angio-seal device from a different lot was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device without causing any harm to the patient¿s health. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. Procedure performed was hemostasis. Patient's pre-procedural condition, current medications and relevant medical history are not available. Relevant tests and lab results are not available. Blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy, a2: age & date of birth: requested, not provided due to hospital policy, a3a: sex: requested, not provided due to hospital policy, a4: weight: requested, not provided due to hospital policy, a5: ethnicity: requested, not provided due to hospital policy, a6: race: requested, not provided due to hospital policy, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted , e1: telephone number: (B)(6). The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.